Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a yellow alert due to high, out-of-range right atrial (ra) lead pacing impedances. Both ra and ICD remain in service. No adverse patient effects were reported.